Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter passed as it has voltage. Nordic bluetooth device pairing test was performed and the transmitter passed. Global transmitter final functional test was performed and the transmitter failed. The share log was reviewed and the transmitter failed as a 'loss of connection' gap was present in the logs. The allegation could not be reproduced during the product investigation. The customer complaint of loss of connection was confirmed. The root cause was determined to be a defective transmitter